Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on the helix mechanism.

Event description:
It was reported that the right atrial lead caused right diaphragmatic stimulation. The physician attempted to reposition the lead, but all attempts resulted in diaphragmatic stimulation, and after the fifth attempt, the lead dislodged. The lead was explanted and replaced. No further patient complications were reported as a result of this event.